Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-02520. It was reported that an asymptomatic patient presented in an emergency room after receiving an alert via patient notifier. Upon interrogation, the right ventricular lead exhibited out of range, high pacing lead impedance and loss of capture was also noted. It was stated that the right ventricular lead impedance has been increasing over a period of time. Since 2016, it was noted that the lead exhibited loss of capture with only slight increase in sensing and the lead was reprogrammed. It was suspected the increase in impedance and threshold measurements were due to physiological deterioration of the heart. It was also noted that the right atrial lead exhibited chronic noise since 2016 and the lead remained to be monitored. No intervention was performed, and both the leads remained implanted. The patient was in stable condition and will continue to be monitored.